Event description:
Related to MFR report # 2183959-2012-02518. "Plaintiff was implanted on or about (B)(6) 2010" with the miniarc sling system "to treat plaintiff for pelvic organ prolapse and stress urinary incontinence." The plaintiff's attorney alleges that "the products have caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that, "as a direct result of the products, plaintiff has suffered serious bodily injury, mental and physical pain and suffering," "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.